Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report not receiving data in their g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.